Manufacturer narrative:
Software has not been evaluated as of the date of this report.

Event description:
A medtronic ent representative reported, the surgeon having an inaccuracy of 1mm and difficulty with registration. The medtronic ent representative determined the system was performing normally and informed the surgeon, and area manager, that 1mm is within the tolerances of the software and that the tracer registration needs to be performed on any bony prominence. Report is that the surgeon traced for the registration along very fleshy aspects of the nose. The surgeon completed the procedure with the use of the fusion navigation system. There was no impact on patient outcome.